Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. During a call for MRI compatibility, the hcp reported that the patient's device was 'not working and is permanently off". Additional information was received. They had not used the device in 15 years, and they had turned off the implant because it was too strong.